Manufacturer narrative:
The reported event for oversensing/noise was confirmed. Final analysis found that the insulation was abraded at 14.9 cm to 15 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed by the device. The patient experienced dizziness due to pacing inhibition. Programming changes were made. The patient was in stable condition. On( B)(6) 2020, the lead was explanted and replaced. The patient was in stable condition.